Manufacturer narrative:
Additional information: gtin an event regarding incorrect selection involving a triatlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: not performed as no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: an event regarding incorrect selection whereby the surgeon implanted a size 5 insert component with a size 6 baseplate was reported. The root cause is determined to be user error as the triathlon primary ref guide (ref triath -pg-3_rev-1_18646) refers to tibial insert/baseplate compatibility size matching- size specific, whereby a size 6 insert can only be used with a size 6 baseplate. The consultant realized his mistake and took the patient back to theatre to change it for a size 6. The event itself could not be confirmed as insufficient information was provided. Further information such as device return,relevant x-rays, operative reports are required to complete the investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Customer reported that the incorrect prosthesis was put into the patient during a primary total knee replacement. The surgeon requested a size 5 femoral and 6 tibial base plate, surgeon asked for a size 6 tibial bearing but a 5 was opened and put into the patient, which was not realised until the patient was in recovery. The consultant realized his mistake and took the patient back to theatre to change it for a size 6. The surgeon said the size 5 was stable. The theatre manager queried whether if the surgeon could have potentially left the size 5 tibial bearing in place.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that the incorrect prosthesis was put into the patient during a primary total knee replacement. The surgeon requested a size 5 femoral and 6 tibial base plate, surgeon asked for a size 6 tibial bearing but a 5 was opened and put into the patient, which was not realised until the patient was in recovery. The consultant realized his mistake and took the patient back to theatre to change it for a size 6. The surgeon said the size 5 was stable. The theatre manager queried whether if the surgeon could have potentially left the size 5 tibial bearing in place.